Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0148 competitor implantable tachy lead (B)(6) 2002; 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there was an alert for an impedance reading of zero on the right ventricular (rv) pace/sense coil and tip to coil of the left ventricular (lv) lead. The alert occurred on the same day as an atrial fibrillation (af) ablation procedure. The impedance readings were within normal range after that day. The device remains in use. No patient complications have been reported as a result of this event.